Event description:
It was reported by the customer that the pyxis medstation es system's drawer did not open, causing delay in retrieving the chlorpromazine injections from other units. The customer stated that they had to tap the right of the drawer to release, and some cannot do so which prevented nurse accessing to all medications in the drawer. Medications were retrieved from another unit. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. The field service engineer found that both were working for the time being but both module three and five need replacement and replaced two drawers 3.1 and 5.1 to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer modules were worsen and required replacement. A field service engineer replaced half high drawers to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system's drawer did not open, causing delay in retrieving the chlorpromazine injections from other units. The customer stated that they had to tap the right of the drawer to release, and some cannot do so which prevented nurse accessing to all medications in the drawer. There were no adverse events or injuries reported based on this incident.